Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported noticing a wet spot on the patient's linen that appeared to be under the cvp/medline of the cvl. They flushed the cvp line with 2 ml of sodium chloride and no leaks were noted. The tubing and needless connector appeared to be free of cracks. After the clinician placed gauze underneath the tubing, they noticed the gauze appeared both slightly damp and blood tinged in color underneath the brown lumen of cvl. They performed a cap change to the brown lumen and changed out all tubing on the brown lumen line. A leak was noted at the connection of the y tubing and the connector cap. There was no patient harm.

Event description:
The customer reported noticing a wet spot on the patient's linen that appeared to be under the cvp/medline of the cvl. They flushed the cvp line with 2 ml of sodium chloride and no leaks were noted. The tubing and needleless connector appeared to be free of cracks. After the clinician placed gauze underneath the tubing, they noticed the gauze appeared both slightly damp and blood tinged in color underneath the brown lumen of cvl. They performed a cap change to the brown lumen and changed out all tubing on the brown lumen line. A leak was noted at the connection of the y tubing and the connector cap. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (2)mz1000-07; non-bd bifuse extension set; 10ml bd posiflush syringe (ref (B)(4), lot #8073953, exp. 2121-03-31) containing 3ml of 0.9% sodium chloride inj.; non-bd 3-way stopcock. The customer¿s report of a leak was confirmed. Functional testing showed a leak at the connection of the distal maxzero connector to the mating syringe. Further inspection under magnification showed a microchannel on the interior wall of the leaking maxzero connector. The root cause of the microchannel that creates a fluid path is a manufacturing issue.